Event description:
It was observed during the device evaluation, the bronchofibervideoscope exhibited no image, error e216, a chip on the acoustic lens, and dirt on the objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, there was a lack of image on the monitor due to dirt on the objective lens. The probable cause of the dirt on the objective lens could not be established. Regarding the communication error, it was likely an electronic issue which led to component failure. The chip on the acoustic lens was likely due to stress which led to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.